Manufacturer narrative:
Currently this complaint is still being investigated. A supplemental MDR will be submitted once the investigation is completed.

Event description:
Patient demonstrates a fx after receiving scp.